Manufacturer narrative:
Final analysis found the pulse generator to be in backup mode. The device was at elective replacement indicator (eri) and was successfully downloaded. After replacing the battery, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri). The device was explanted and replaced.